Event description:
It was reported that the customer removed the site and there was blood. Customer's blood glucose level was 173 mg/dl. Customer was using a mio set. Customer stated that the site is not actively bleeding at the time of the call. It was explained that the set may have been inserted in a capillary. Customer is also on medication that may cause bleeding. Customer is using decadron, which causes high blood glucose levels. Customer has another medication that is a blood thinner. Customer was advised to discuss her medications with her doctor. Customer is returning the reservoir and set. No further assistance needed.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.